Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation"), fatigue ("heavy fatigue"), depression ("depression"), sinusitis ("recurrent sinusitis") and urinary tract infection ("recurrent urinary tract infections"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, fatigue, depression, sinusitis and urinary tract infection was resolving. The reporter considered abdominal pain, depression, fatigue, menorrhagia, sinusitis and urinary tract infection to be related to essure. The reporter commented: patient¿s current status: general condition which required time off work on several occasions, therefore closing her business!!! This led to a loss of turnover. Difficulties in working well and in looking after the house (2 children) a year after having her hysterectomy, she still has not regained all her energy even if she feels better anyway. She is very angry because she was never told about possible adverse effects. She wanted to have her tubes tied but her gynaecologist sold her this essure system as the best way to be sterilised. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation"), fatigue ("heavy fatigue"), depression ("depression"), sinusitis ("recurrent sinusitis") and urinary tract infection ("recurrent urinary tract infections"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, fatigue, depression, sinusitis and urinary tract infection was resolving. The reporter considered abdominal pain, depression, fatigue, menorrhagia, sinusitis and urinary tract infection to be related to essure. The reporter commented: patient¿s current status: general condition which required time off work on several occasions, therefore closing her business!!! This led to a loss of turnover. Difficulties in working well and in looking after the house (2 children) a year after having her hysterectomy, she still has not regained all her energy even if she feels better anyway. She is very angry because she was never told about possible adverse effects. She wanted to have her tubes tied but her gynaecologist sold her this essure system as the best way to be sterilised. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.